Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that cutting and rotating part was blocked (inner cutter of the vitrectome) during vitrectomy surgery. The surgery was completed after replacing the cutter. There was patient contact but no information about patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, without a tip protector in a bag. The sample was visually inspected and found to be nonconforming with the inner cutter at the port in closed position and orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be nonconforming for actuation and aspiration, the cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling, presence of adhesive observed on the inner cutter, the fillet was deemed conforming. Gouge marks observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had an aspiration failure; the complaint evaluation indicates the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested; however, the observed actuation failure would have led to the reported cut failure. The most likely cause for the actuation failure is the observed separation of components. The root cause for the separation of the components and the aspiration failure as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy probe is verified for 20 minutes of use at maximum cut speed per the probe direction for use (dfu). It appears that the probe has experienced a use much greater timeframe than designated per the dfu. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all and excess usage will also introduce a greater amount of surgical material, increasing the likelihood of partial or full occlusion of the aspiration path. The reported cut failure was unable to be confirmed and it appears that the observed separation of components and aspiration failure was due to excessive use of the probe by the user; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).